Manufacturer narrative:
(B)(4).

Event description:
Per protego ae, immediately after the implant, the patient's blood pressure dropped. An echo was performed which showed pericardial effusion. A pericardiocentesis was performed. Blood pressure improved but pericardial effusion persisted. Patient was taken to or for pericardial window through left thoracotomy . Patient was kept in the hospital to monitor and was discharged on (B)(6) 2015.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.